Event description:
A distributor in (B)(4) meeting, pennsylvania reported to a fisher & paykel healthcare (fph) marketing manager that the heating elements' electrical connectors of seven (B)(4) baby control cosycot infant warmer units were discoloured. No patient consequence was reported.

Event description:
(B)(6) reported to a fisher & paykel healthcare (fph) marketing manager that the electrical connectors of seven iw980jeu baby control wall mount infant warmer units were found discoloured. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The affected components of the (B)(4) baby control cosycot infant warmers are not expected to be returned to fph for investigation. We are currently in the process of obtaining further information from the distributor in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have completed our analysis.

Manufacturer narrative:
(B)(4). The discoloured harness connectors of iw980jeu baby control wall mount infant warmers were not returned to fph (B)(4) for inspection. Our analysis is accordingly based on the results of previous investigations on similar complaints. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations on similar complaints revealed that discolouration of harness connectors of the infant warmers is most likely due to the arcing that occurred between two electrical contacts, resulting in contact failure. The arcing is most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.